Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted when the device is returned and the evaluation is completed.

Event description:
Treatment of an avm. It was reported during onyx injection, the catheter ruptured. The distal segment separated from the main section and was left in the vertebral artery. The physician subsequently coiled off the artery. The patient status was reported as 'fine'.